Manufacturer narrative:
Device investigation on going. There is a warning in the instructions for use that states, "when not using instruments, place them in a clean, dry, highly visible area not in contact with the patient. Inadvertent contact with the patient may result in burns."

Event description:
The report stated that after use the device was placed on the patient's chest without any protective / magnetic mats. The metal pin that holds the jaws together burned the patient. This required excision of the burned skin and suturing. The surgeon has admitted that it should not have been left in contact with the patient's skin.